Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When the doctor is going to implant tibial insert, the wire of the insert was detached from the insert. The doctor had to use another insert to finished the surgery.